Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer for investigation. The photos were reviewed and show a device with the front and rear sample separated and the spring protruding over the IV cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
It was reported that after using bd vacutainer® push button blood collection set, the paramedic retracted the needle via the push button and the hub separated from the device, exposing the needle. This occurred with one device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that after using bd vacutainer® push button blood collection set, the paramedic retracted the needle via the push button and the hub separated from the device, exposing the needle. This occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.